Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient scheduled for MRI next week. Patient services reviewed and patient said eligibility stated head only. Patient has hcp appointment tomorrow and will ask them to confirm this information is correct and have them adjust as appropriate. Reviewed general function and maintenance. Patient reported that since date of implant has been experiencing a lot of pain at the ins site and down her right leg. Patient said that she didn't know if this was related to implant or possible related to unrelated back pain so she didn't mention to anyone and was taking tylenol to help manage the pain. Patient said that she didn't go and have and adjustments or appointments with hcp during this time. Patient said that about a month or two after the implant a rep caller her just to check on patient's progress and patient reported the pain. Patient said that this rep person instructed patient to make some adjustments and patient said that it felt better immediately however the pain returned tomorrow. Patient said that she called hcp office the first week of december and was told that rep notified hcp of patient's report of pain. Patient said that based on information hcp decided that a revision was needed and patient was scheduled for revision right before christmas. Patient said that she did not see anyone for any checks prior to the revision. Patient said was told that hcp checked and there wasn't any infection and hcp moved the ins two inches down. Patient said that the stimulation system wasn't turned on after the revision. Patient said that the revision did not resolve the pain, so believes that it is related to her back issues. Patient didn't attempt to turn stimulation herself as was waiting for some direction. Patient said that she did go to hcp office twice this week and the np and pa weren't able to connect, the first day the communicator wasn't charged. With instruction patient connected however when adjusted setting only felt stimulation right at ins site and when tried the two other programs that she has access to only felt stimulation right below ins. The patient was redirected to their healthcare provider to further address the issue. Patient said is scheduled to see nurse or pa at hcp office tomorrow. Phone number to stim ts was provided should nurse or pa at hcp office have any questions.